Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 146 mg/dl and the sensor reading was 73 mg/dl. The patient stated that there was no bleeding at the insertion site and the sensor is away from snug clothing. The customer was advised to monitor the issue. No further information was provided.